Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending component receipt.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board will be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The power management board was evaluated and found to operate to design specifications.